Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. It has been confirmed by the customer that the device has not been alleged or indicated to have caused or contributed to a death or serious injury therefore the device was not a factor in the event and the event is therefore not reportable. A good faith effort attempt to collect more information was conducted. The hospital risk management confirmed the device was not involved in the event and was not a contributing factor. In addition, the customer had downgraded the severity of the event from severity assessment code (sac) 1 to a sac 3, which indicates consequence to patient was minimal or no harm occurred. It was confirmed by the customer that the device was not a factor and has not contributed to the reported event.

Manufacturer narrative:
E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was an unknown patient incident involving the device, which was categorized as permanent harm or death. Although there were several contributing factors in the incident, one of the factors was a potentially faulty battery on the x3 monitor, which contributed to a possible interruption of patient monitoring. No other clinical information or medical intervention was reported. No further information was made available at the time of the initial report. The device was in use on a patient. There was a report of patient or user harm.